Event description:
It was reported the patient experiences pain at the ipg site. The sjm representative met with the patient and diagnostics indicated impedance readings within normal limits. The patient has lost 50 pounds since being implanted. The physician believes the issue is due to the weight loss and placement of the ipg. Surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.